Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 9mm proximal of the distal tip. The proximal to mid-section of balloon material was also torn longitudinally beginning approximately 16mm distal of the proximal markerband and extending approximately 9mm distally from the distal tip. This type of damage most probably occurred when the device was being withdrawn through the sheath prior to a balloon rupture. The rated burst pressure for this device as per mustang specification. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient's status was stable.